Manufacturer narrative:
The technician isolated the issue to the trend valve. He replaced the trend valve to repair the bed.

Event description:
The complainant stated that the head hi/low section of the bed is drifting down.